Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the onyx 18 injection, it was reported that the catheter ruptured after a short period of time. No injury was reported with the patient as a result of the procedure. (B)(4).